Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5 matrix drawer failed to open. The customer attempted to recover storage space, but the drawer did not respond. Although the on-screen prompt indicated that the drawer was opening, it remained closed. The system was rebooted; however, the drawer still could not be accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer failed. The field service engineer (fse) removed bagged medications from behind drawers 4 and 5 and tested the drawer functionalities. The system functioned as intended after the field service engineer resolved the issue.